Event description:
Event description cpi received information that this transvenous defibrillation lead dislodged. An invasive procedure was performed and a new device and lead were implanted. The chronic lead was capped.